Manufacturer narrative:
Reported event: an event regarding a revision involving an unknown stryker knee was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause of the reported revision surgery determined due to the minimal information received. The clinical indication for the revision was not provided. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. Hospital not releasing.

Event description:
Left knee revision.

Event description:
Left knee revision.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker knee. When completed, the investigation results will be submitted in a supplemental report.